Manufacturer narrative:
D9. Is device returned to manufacturer? And date device returned to manufacturer added.

Event description:
A 67-year-old female with acute myocardial infarction complicated by cardiogenic shock (pre-support scai shock stage d) underwent mechanical circulatory support. The patient initially received an impella cp placed percutaneously via the right femoral artery. The patient was later transferred between multiple institutions due to ongoing clinical instability and concern for gastrointestinal bleeding, resulting in temporary interruption of anticoagulation. On (B)(6) 2026 the impella cp was explanted and replaced with an impella 5.5 via right axillary/subclavian arterial surgical access at (B)(6) hospital. Anticoagulation was intermittently held and later resumed with bivalirudin. The patient developed persistent low pump flows and suction alarms that were not resolved with volume administration or device repositioning despite appropriate device positioning on echocardiography and adequate right ventricular function. Review of imaging identified suspected left ventricular apical thrombus. Thrombus ingestion into the cannula was reported, contributing to decreased flows. No cannula kinks were observed. Due to ongoing low flow and suspected thrombus involvement, the impella 5.5 was explanted on (B)(6) 2026 at 13:44. Biomaterial consistent with thrombus was observed. The patient survived the procedure but remained in critical condition, with va ECMO noted as a concurrent therapy. The event underscores anticoagulation interruption as a significant contributing factor to thrombus-related complications.

Manufacturer narrative:
A5 and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Update to clinical narrative: additional information was received indicating that a second axillary kit was opened for repositioning of the 5.5 device. Placement and positioning was initially performed with success. Peel-away sheath removed. At the time of final positioning, the physician inadvertently pulled the 5.5 back from the left ventricle. A second axillary kit was opened for physician to successfully reposition the 5.5. The device is being reported due to the device exchange; however, the exchange was performed with no clinical consequence to the patient.

Manufacturer narrative:
B5 clinical narrative updated. Added a150203 to h6. Corrected data d10 updated. The investigation is still ongoing.

Manufacturer narrative:
Additional information noted the device is available and is in the process of being returned for investigation.

Manufacturer narrative:
Updated information: h6 impact code removed f2301 due to further review found the patient was on ECMO prior to impella insertion.

Manufacturer narrative:
Updated information: d3 MFR fax number added. H6 med dev prob code added a01.